Manufacturer narrative:
The device was not returned for investigation, and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
A patient underwent on-pump, coronary artery bypass graft (CABG) procedure via median sternotomy with concomitant posterior wall encircling ablation and left atrial appendage management (laam). Resistance was encountered when passing the clamp into the sinuses, necessitating removal and repositioning of device. Subsequently, blood began to pool in the pericardium. The surgeon proceeded with the ablation, having confirmed the device was in an optimal position. The ablation was completed without issue, and the device was removed. A tear was identified in the left atrium (la) at the area of the la/left superior pulmonary vein (lspv) junction, requiring a pericardial patch for repair. Following the repair, CABG and laam were completed without further incident. The patient required temporary ECMO post-op for hemodynamic support. There was no reported device malfunction, and the adverse event was the result of a procedural complication.